Manufacturer narrative:
(B)(6).

Event description:
Information was received that batteries within a smiths medical cadd legacy plus pump - 6500 failed. It was also reported that an alarm still sounded, even after the pump batteries were replaced with new ones. No adverse patient effects were reported.